Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) contacted the customer over-the-phone to address the reported event. During troubleshooting, the customer reported that the operating software would not reboot. The customer reported that they had a universal serial bus (usb) stick with previous software versions loaded onto it which included a version 2.20. This software version was most likely the cause for the operating system not booting up because the analyzer was looking to load the operating system from the usb stick while powering up. As a result, there was a software mismatch. Fse emailed the customer software version 2.51 and instructed the customer on how to properly load the operating system. The customer loaded the software without any errors. The customer also performed daily maintenance and quality control (qc) without any errors. The instrument was operating as expected. There was no action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 16-jun-2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section analzyer overview states the following: c. External connection ports the external connection ports are used for a usb flash drive, an optional barcode scanner and rs-232c communication with an external device. A usb flash drive can be used to save assay results and parameters unique to the instrument. In addition, a usb flash drive is used when the system program is upgraded. Connect only a usb flash drive to the usb flash drive connection port. If you connect a device other than a usb flash drive to this connection port, a breakdown is liable to occur. Switch off the power before connecting a barcode scanner (optional). If you plug or unplug the connector while the analyzer is on, a breakdown may occur. The most probable cause of reported event was due to software mismatch.

Event description:
A customer reported a no system, push to install error message with the aia-900 instrument. The customer reported that the instrument initially froze on the calibration review screen which required the instrument to be powered off. When they restarted the system, the error message occurred and asked to insert the system backup flash drive. The customer could not locate the flash drive. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), progesterone (prog ii), beta human chorionic gonadotropin (bhcg), luteinizing hormone ii (lhii), and follicle-stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.